Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Eddy tips are broken, received 1 unused product, according to the customer no broken parts are available. No fault found on the tip. Test of unused instrument passed the safety and mechanical test. Nothing was changed in production process. Nothing unusual to report was found during dhrs review . Root causes are not identified

Event description:
In this event a customer reported that one eddy irrigation tip broke during treatment. The patient's tooth was filled with broken part and treatment completed.